Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department due to syncope. The patient was in atrial tachycardia (at)/atrial fibrillation (af) during episode and received shock with rapid ventricular response. The cardiac resynchronization therapy defibrillator (crt-d) remains in use. No further patient complications have been reported as a result of this event.